Event description:
It was reported that that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss caused by a break in the kink resistant tubing. The existing device was removed and a new ipp was implanted. There were no patient complications.